Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient cardiosave intra aortic balloon pump (iabp) had occurred internal communication error and multiple lead disconnections. There was no harm or injury reported to the patient.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h6 (investigation findings, investigation conclusion, component code), h11. A getinge field service engineer (fse) attended the site, inspected the unit, and performed the power management board recall. The engineer confirmed fault code 107 (dsp error) and identified a faulty bp cable (0012-00-1812-01), for which a replacement was organized. A second engineer replaced the front-end board (0670-00-1164), and the unit subsequently passed all service procedures, calibrations, and est testing. The customer¿s bp cable was not available at the time of repair and was scheduled to be shipped directly from sales. The unit was left in the consultant¿s office, and customer batteries #2 and #3 were placed in the battery charger. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received part number 0670-00-1164 with a reported unit failure of an internal communication error with multiple code 107. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(4).

Manufacturer narrative:
Updated fields : b4, b5, g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes , investigation conclusions),h11 a getinge field service engineer (fse) attended the site, inspected the unit, and performed the power management board recall. The engineer confirmed fault code 107 (dsp error) and identified a faulty bp cable for which a replacement was organized. A second engineer replaced the front end board, and the unit subsequently passed all service procedures, calibrations, and est testing. The customer¿s bp cable was not available at the time of repair and was scheduled to be shipped directly from sales. The unit was left in the consultant¿s office, and customer batteries #2 and #3 were placed in the battery charger.

Event description:
It was reported by the customer that during use the cardiosave intra aortic balloon pump (iabp) displayed an internal communication error along with multiple lead disconnections (la, rl, v) during setup. There was no patient harm reported.